Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced uncomfortable heating during charging. As such, surgical intervention was undertaken to remove the system to address the issue.